Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013, it was reported that a handheld charge light was blinking green and red. All connections were checked. Follow-up showed that the device was usually kept plugged in. The device was believed to have been on charge for a while; however, when removed from power, the battery was approximately 80%. The flickering light was occurring when the device was plugged in for charge. The light did not flicker during communications with generators. The device is not expected for return.

Event description:
On (B)(6) 2013, it was reported that this handheld device was no longer working. The device has not been returned to date.

Event description:
On (B)(4) 2013, it was reported that the handheld and flashcard/software were being returned to the manufacturer for analysis. The products were received on (B)(4) 2013. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the serial cable were identified during the analysis. During the analysis, it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. No further anomalies were identified. Additionally, no anomalies associated with flashcard software or databases were identified during the flashcard analysis.